Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of about 40 mg/dl at the time of the incident. The customer had a car accident due to the low. The customer was at 90 mg/dl at the time of admission, 112 mg/dl at the time of discharge, and in the 170 mg/dl range at the time of the call. The customer was possibly given intravenous fluids. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated sensor glucose versus blood glucose differences led to the low. The customer reported a stack bolus at the time of the call and believes the pump was over delivering. The customer stated they are a brittle diabetic. Troubleshooting was not completed for the low as the customer declined. The insulin pump will not be returned for analysis.